Event description:
It is reported that a customer keeps getting a no delivery alarm on her insulin pump. The patient's blood glucose level was at 282 mg/dl. The customer was helped with trouble shooting and it turns out that the insulin pump works fine, but the reason the customer was getting a no delivery alarm may have been that she the insulin she was using was expired. The customer stated that she will change the insulin and monitor the pump and if she had any further issues then she will call back. The operator called back for date of incident and hospitalization. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.